Event description:
Facility reports that the lift was parked outside a classroom. During a break, a couple of children (not the user of the lift) played around with the lift despite previous warnings. It's believed that one of the children straddled the lift arm and asked the other to hoist him up. When one of the instructors appeared in the hallway, the children quickly hurried away from the lift. The child who was straddling the lift tried to get off so quickly that he somehow managed to get one of the hooks on the sling bar (for hanging up the sling in) to penetrate his groin. The latching mechanism became like a barb whereby the boy couldn't get loose until rescue service arrived and detached the loop from the lift.

Manufacturer narrative:
Liko has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.